Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7077004.

Event description:
It was reported that the patient underwent a lead repositioning procedure due to unknown reason. Nothing was removed or added during the procedure.